Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated hip surgery procedure (for an infection) on (B)(6) 2018. Following the procedure, the ipg would no longer communicate with the clinician programmer and patient controller despite multiple attempts. The ipg was not placed in surgery mode prior to hip surgery. At this time, the patient desires to have her hip infection resolved prior to proceeding with action to address the inoperable ipg.